Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "on (B)(6) 2019, the customer found many tubes occurred tube push off."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube push off with the incident lot was observed. Evaluation/testing of the customer samples was performed and tube push off was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that tube push off occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "on (B)(6)2019, the customer found many tubes occurred tube push off."